Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for investigation. Thus, visual inspection could not be performed. It was reported that navio was booted up for a demo, and error navio pfs error 40000000000. The system was rebooted and error message timeout to get navio health monitor initial status" appeared. Functional testing was performed by the service team. It was found that the system was refurbished. It passed all preventative maintenance and performance verification tests. The field report shows that the software was 7.0 when the issue occurred, but according to the wo, rc-6103 was loaded back on. The error occurs when the system is shut down incorrectly, usually unplugged before proper shut down. Then, when the system is turned back on, it takes longer to boot up because the system is repairing the hard drives. After 7 minutes, the timeout error message will appear, however it takes longer for the hard drives to rebuild because there are more implants and cases loaded on the system. The probable cause of the issue was a software failure. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports. A relationship between the device and the reported event could be established.

Event description:
It was reported that navio was booted up for a surgeon demo. Made it all the way through system checks and landed on a navio pfs error 40000000000. Checked all connections in back (siu fan was non-operable) and rebooted. Received a "timeout to get navio health monitor initial status" error on second attempt. All further reboots received same timeout error. Abandoned demo for high-volume surgeon and went to ppt/conversation.